Event description:
Per the clinic, the patient developed skin infection at the abutment site. Skin revision is planned however, it is unknown if this has occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was placed under a general anaesthetic on august 23, 2021, in order to debride the infected (previously reported) skin at the abutment site. The patient was treated with oral antibiotics.